Event description:
It was reported that the during interrogation, the pulse generator exhibited a diagnostics anomaly when attempting to access segms. The device was successfully reinterrogated. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.